Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that two rt021 catheter mounts have split during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) in an unsealed bag and were visually inspected. Results: visual inspection of one of the catheter mounts revealed that the tubing was split at the swivel end. Visual inspection of the other catheter mount revealed a split near the connector end. A lot check could not be carried out as a lot number was not provided. Conclusion: we are unable to determine the cause of the damage observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested prior to leaving the production facility. Any rt021 catheter mount with a split tube would have failed the pressure test. This suggests that the subject catheter mounts were damaged post production. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".